Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. Post-procedure, it was reported that the patient developed pain in their right leg and came in for an examination. Angiography revealed that the ipsilateral iliac limb was thrombosed from the flow divider to the femoral artery. The thrombosis was not treated because flow was reconstituted to the femoral artery; however, the physician elected to perform a femoral-femoral bypass. The patient's status is unknown.